Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 40 mg/dl. The customer stated that her blood glucose meter was not working and did nothing. She stated that she tried different test strips, and some worked but other did not. She inserted a sensor in her arm, and she stated that her blood glucose reading was not 40 mg/dl now. She advised that she used an old glucose meter and it worked. She had her basal rate cut back, thinking her carbohydrates ratio was too high and that her doctor had made a bad call. She reported that she did not believe there was any issue with the insulin pump. She noted that she worked outside in the yard leading up to the complaint and believed that it was a combination of factors which led up to the issue. Nothing further reported.